Event description:
Pt is reported to have developed a burn following treatment with the anodyne professional unit administered by a healthcare professional. The burn measured approximately one and one half by three quarter inches, and was located on the lower leg area. Pt reports receiving medical treatment for the burn and is healing. Pt reports receiving numerous treatments prior to this event all without incident.